Event description:
It was reported that three (3) devices leaked from cracks on luer lock connectors while in use in the neonatal intensive care unit for an unknown time length. No patient sequelae were reported.